Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the operator reports fouling of infused drug from the exit site of the device. During the administration of drug therapy, it was noted that the drug was exiting the insertion site. The catheter was replaced for the continuation of therapy. No other information was provided.